Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part: 04.027.051s, lot: 4l44465, manufacturing site: (B)(4), release to warehouse date: (B)(4) 2019, expiry date: 01.may.2029, (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent open reduction internal fixation surgery for femoral trochanteric fracture. The surgery was completed successfully without any surgical delay. The bone union was confirmed, but one year after the surgery, the patient reported pain and the blade-end was penetrating. The surgeon confirmed by x-rays taken, that the telescoping occurred, and the blade backed out about 5 to 10mm. On (B)(6) 2020, the patient underwent the revision surgery to remove the blade. No further information is available. Concomitant devices reported: unknown nails: pfna (part# unknown, lot# unknown, quantity 1), unknown end caps: pfna (part# unknown, lot# unknown, quantity 1), unknown screws: locking: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna-ii blade l80 tan. This is report 1 of 1 for (B)(4).